Manufacturer narrative:
Email address: (B)(6). Initial reporter phone number: (B)(6). Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red encapsulation observed on the device it cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, pain, and capsular contracture baker grade iii. Healthcare professional later reported the left side device was not found to be ruptured upon explant. Device has been explanted.